Event description:
On (B)(6) 2018, a 19mm regent valve was selected for aortic valve replacement. During implant prior to rotation, the leaflet became dislodged. The leaflet remained in one piece and was successfully retrieved from the patient. The valve was exchanged and the implant was successfully completed. The procedure was delayed 40 minutes but there were no adverse patient consequences.

Manufacturer narrative:
Additional information: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR. The reported event of a dislodged leaflet was confirmed. The orifice of the valve had fractured and both leaflets were dislodged intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however the damage was consistent with some external force applied to the valve which overstressed the carbon material. Please note, per the instructions for use artmt100122074 ver. A, "do not use instruments other than the valve holder handle to align and seat the valve, and exercise extreme care to avoid putting stress on the valve orifice or leaflets."